Manufacturer narrative:
(B)(4). H6: replace 10 with 4103 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter ID (B)(4). However, transmitter ID (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. The reported event of (transmitter failed error is reportable based on fatal errors in the log. No injury or medical intervention was reported.